Manufacturer narrative:
Type of the device: common device name: ebi anterior cervical plate system or ebi vuelock anterior cervical plate system or modification to ebi vuelock anterior cervical plate system. PMA/510(k) number: k001794 or k010003 or k023133. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00203 to 3012447612-2020-00207.

Event description:
It was reported that a patient underwent a revision surgery to remove cervical hardware after complaining of hoarseness and difficulty swallowing. There was no further surgical or patient information provided. This is report five of five for this event.

Manufacturer narrative:
Additional information in h6 (method, results, and conclusions). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device(s) are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that a patient underwent a revision surgery to remove cervical hardware after complaining of hoarseness and difficulty swallowing. There was no further surgical or patient information provided. This is report five of five for this event.